Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that post port device implant, the septum of the device was allegedly dislodge and ruptured. The device was removed. There was no reported patient injury

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the thirty fourth complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one powerport duo attached to a catheter was returned for evaluation. Visual, microscopic visual, tactile and functional evaluation were performed on the returned device. The investigation identified and confirmed partial blockage as attempts to pass through one of the lumens with guidewires was physically blocked although limited flow was possible. The investigation is also confirmed for the reported septum dislodgement as the right septum bulged out upon flushing during functional evaluation. However, the investigation is unconfirmed for the reported fracture as no fracture was noted on the septum. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 05/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post port device implant, the septum of the device was allegedly dislodge and ruptured. The device was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2022), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port device implant, the septum of the device was allegedly dislodge and ruptured. The device was removed. There was no reported patient injury.